Manufacturer narrative:
The event occurred in (B)(6). Product cannot be returned legal/customs.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.